Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted and replaced to address the issue.

Manufacturer narrative:
Reporter information updated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, post fall the patient began experiencing ineffective therapy. A lead diagnostic was performed and revealed high impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.